Manufacturer narrative:
(B)(4): device evaluated by manufacturer? No - lens not returned. Evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4)

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to low vaulting. The lens had a 25% vault and the patient's ucva was 20/30. The patient complained of blurry vision. The lens was exchanged for a longer lens. At the post-op visit on (B)(6) 2014, ucva was 20/25, vault was 75%, pressure was good and cornea was clear. The patient is much happier with her vision.

Manufacturer narrative:
Device history record review. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl (12.6 mm) was explanted/exchanged for a longer icl (13.2 mm) of the same diopter, one month postoperatively to address "low vaulting". According to the customer complaint questionnaire, received on 11/20/14, the cause of the event was unknown but the uncorrected visual acuity improved from 20/30 to 20/25 upon lens exchange and the patient was happier with the outcome. Given the information that after implantation of the longer icl length va improved it is very likely that procedure related factor (pre-op biocalculation error) has caused/contributed to the event. Visual inspection of the returned product found one haptic torn. The lens was returned dry and there was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely cause of the event is procedure related factor (pre-op biocalculation error). (B)(4).

Manufacturer narrative:
(B)(4).